Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. No adverse patient effects were reported. Another lv lead was successfully placed. Product return is not indicated at this time. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be received in the future, a supplemental report will be issued.